Event description:
A malfunction was reported on the pump by the caller, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.